Event description:
Two mins after starting dialysis, blood leak alarm sounded. Drain positive for blood. Blood not returned. Machine disinfected per protocol. Give preprocessed ct190. Dialysis continued.